Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodged but remained on the delivery catheter occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 2.25x12mm synergy¿ stent was implanted successfully in the distal lesion. A 2.5x32mm synergy¿ stent was selected but could not cross the lesion. Upon device removal, the 2.5x32mm synergy¿ stent appeared stretched out and had remained on the catheter. A 2.5x16mm synergy stent was then selected but could not cross the lesion and was implanted at the proximal part of the lad. Two 2.5x15mm non-bsc stents were implanted to cover the mid lad lesion. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. Visual examination of the crimped stent found stent struts along the distal half of the crimped stent were damaged and stretched distally 8mm past the distal tip. The proximal end of the stent is still in place. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodged but remained on the delivery catheter occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 2.25x12mm synergy stent was implanted successfully in the distal lesion. A 2.5x32mm synergy stent was selected but could not cross the lesion. Upon device removal, the 2.5x32mm synergy stent appeared stretched out and had remained on the catheter. A 2.5x16mm synergy stent was then selected but could not cross the lesion and was implanted at the proximal part of the lad. Two 2.5x15mm non-bsc stent were implanted to cover the mid lad lesion. No patient complications were reported and patient's status was stable.